Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra plus xc had ¿the needle hub detached from the syringe and the product came out.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra plus xc had ¿the needle hub detached from the syringe and the product came out.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.